Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft of the device broke into two pieces outside the patient's body not inside the patient's body as initially reported.

Manufacturer narrative:
Correction: ae or product problem: originally reported as reported issue is both an adverse event and product problem and corrected to product problem. Type of reportable event: originally reported as serious injury and corrected to malfunction.(B)(4).

Event description:
It was further reported that the shaft of the device broke into two pieces outside the patient's body not inside the patient's body as initially reported.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure a balloon detachment occurred. The balloon detached from the shaft of the 2.25 x 6mm ultra 2 cutting balloon inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).